Manufacturer narrative:
Retainer ring = black. On 08/08/2021 the customer reported recurring replace battery messages followed by a pump error 53. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the battery tube side. After battery installation, a blank display was noted. Unable to determine recurring replace battery messages followed by pump errors 53, 25 and unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. The case was cut open. After visual inspection, there is corrosion in/around the following: pcba1--j7, components located at the top of the back side of the board, back of the lcd screen. The pcba1 j7 aa battery connector detached from the board as the board was just slightly pulled out of its case. A known good pcba2 was plugged into pcba1 and then both boards were inserted into the case. A blank display was noted after battery insertion. Pcba2 was plugged into a known good pcba1, and then both boards were inserted into the case. In this configuration the unit was able to boot up normally. The software version was able to be obtained from the pump history file. In summary, the customer¿s report of recurring replace battery messages followed by a pump error 53 was unable to be confirmed during testing. The blank display is due to the severe corrosion underneath and around the pcba1 j7 aa battery connector. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level error. The insulin pump also alarmed replace battery alarm. The customer was unable to clear alarms and insulin pump was kept turning on and off. No harm requiring medical intervention was reported. The device will not be returned for analysis.